Event description:
Reporting status: malfunction. Reporting rationale: shaft separation. Device issue: shaft separation. It was reported that during advancement of the xience v stent delivery system (sds) through the unspecified 7 french guiding catheter towards the lesion, the shaft of the sds broke outside the patient anatomy into two parts. The breaking point was distal from the y-connector. There was no adverse patient effects. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4).